Event description:
Customer reported via phone call that he was hospitalized. Blood glucose value at the time of the admission was 40 mg/dl. Customer stated that the low blood glucose was caused by him over delivering insulin. No troubleshooting was performed as the customer has upgraded and is using his new insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.